Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system y-type blood/solution set was leaking. It was further reported that there was leakage where they would connect the tubing of a non baxter infusion set. This issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.